Event description:
It was reported that they were getting detector and gcb errors. The field engineer determined that the detector was defective. Once this was replaced the unit is working as intended.